Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, version #: 2.3. H3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system functioned as intended. Codes: b01, c19, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was freezing intermittently and "glitching out." The system froze during the first registration and would not move forward with the percentage as the face was being traced. A nurse was able to restart the system and the surgeon was able to complete registration. After registration, the system froze one more time for a few seconds and began to work again. System was frozen, but did not have a black screen. The field representative (rep) performed troubleshooting on the system and was not able to replicate the issue while one site. The rep was able to register three separate times with no issues and accuracy was great while checking landmarks. The rep did this for around five minutes each time and was unable to get the system to freeze. The surgical team used a different medtronic navigation system to complete the site. There was a surgical delay of less than one hour. No known impact to patient outcome.

Manufacturer narrative:
H3, h6) a software analysis was initiated to determine the cause of the issue. Analysis found there was insufficient information to determine if a software anomaly contributed to the reported behavior. Logs captured three sessions on the date of issue and recorded some buffer errors but logs did not capture any page blocks or memory errors to find the root cause of the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.